Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. On (B)(6) 2025, the patient felt dizziness and presyncope. The patient¿s cgm was reading 85 mg/dl and trending downward. The patient¿s parent gave the patient applesauce as treatment. Afterwards, the patient¿s bg meter reading was tested and was found to be over 600 mg/dl. The patient¿s parent administered insulin via the patient¿s tandem insulin pump as treatment. The patient ketone level was also tested and found to be ¿high¿. It was reported that after the treatment provided, the patient¿s ketones level came down and the patient did not seek any assistance from a higher level of care. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.